Manufacturer narrative:
The quattro catheter used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed and a root cause could not be determined.

Event description:
The customer reported that the quattro catheter (lot # unknown) "malfunctioned". No issue was reported with the catheter insertion. The customer did not provide further information. The patient's status information was requested, but the customer did not provide a response.

Event description:
The quattro catheter (lot # unknown) and start-up kit (suk) (lot # 170622) were used in an ivtm therapy. No issue was reported with the catheter insertion. Initially, the customer reported that the quattro catheter "malfunctioned" with no further clarification. Later, additional information was received stating that during the normothermia phase of the treatment, both the suk and catheter were leaking. The customer replaced both the 500-ml saline bag and the suk as soon as they noticed a leak before any alarm triggering by the thermogard console. There was no malfunction reported on the thermogard console. The customer did not provide further information. The catheter was not saved for investigation. No consequences or impacts on the patient.